Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform various troubleshooting steps, including disconnecting tubing, tightening connections, and delivering boluses. The customer was advised to replace supplies as necessary and resume insulin therapy.